Event description:
The consumer reported the following difficulty recharging: unable to charge. It was stated that the implant wasn't working and they needed to figure out what to do to get therapy working to help their pain. The consumer stated the implantable neurostimulator (ins) hadn't been recharged for 5-6 years because one side was no longer working. It was stated they last felt stimulation 5-6 years ago. They tried charging a week ago and they were not getting any bars. The patient was implanted for complex reg pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.